Event description:
Additional information received indicating that the device and the competitor's lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) displayed high pacing lead impedance from 1500 to 2200 ohms on competitor¿s right ventricular (rv) lead. Additional information received that the cause of high impedance was not determined. The device remains in service. No adverse patient effects were reported.